Manufacturer narrative:
The company rep examined the sys and replaced the fluidics mechanism assembly (fma) to correct the issue with low vacuum. The sys was then tested and met all product specifications. The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported experiencing a sys message and low intermittent vacuum during a cataract extraction procedure. The surgery was completed the same day without harm or injury to the pt. Additional info has been requested.